Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Correction - fields were updated with the patient demographic and device information (lot#, manufacturing and expiration dates) obtained through investigation of the event. Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Despite the multiple attempts made to obtain more information related to this case, that information could not be obtained. In this case, the cause of the reported pvl post valve deployment cannot be confirmed. It is possible that the paravalvular leak occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The valve is not available for evaluation, as it remains implanted in the patient; however, there was no allegation of a malfunction of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the physician to the edwards lifesciences clinical specialist, post deployment the sapien valve was noted to have moderate paravalvular leak. The valve was post dilated with additional fluid added to the delivery system. A 2nd valve was placed within the 1st for added radial strength.